Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the pulse generator had no rf telemetry.

Manufacturer narrative:
Final analysis found cracks on both crystal solder joints, causing the pulse generator to exhibit intermittent telemetry.

Event description:
The facility representative reported a infusor pump with a condition of alarms attention and lights are on for infusion and bolus. Device evaluation determined that this condition may interrupt delivery. It is unknown when this condition occurred. The area where this event occurred is unknown. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.